Manufacturer narrative:
Lens remains implanted. (B)(4). Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site as it remains implanted; therefore product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by the doctor that after implantation of a tecnis toric intraocular lens (iol), model zct450 15.5 diopter. It looks like there are about 20 rings on it. He thinks it may be our lathe cut manufacturing process with our iols. The patient will be seen for a 1 day post-operative appointment. The patient has no visual complaints. In a follow up it was reported that all is good, there are no issues. No additional information was provided.